Event description:
It was reported that a patient's blood glucose levels (bg) reached 420 mg/dl while wearing the pod between 36 and 48 hours. The patient reported cannula being bent while wearing it on the arm. For treatment, the patient changed out the pod and gave a manual injection.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.